Manufacturer narrative:
Brand name, common device name, procode, lot #, part #, UDI #, 510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Partial part number 04.005.5xx provided. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR, event problem and evaluation codes: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, the patient was converted to a total hip replacement. The fracture appeared to have healed. The patient had been implanted with a trochanteric fixation nail-advanced (tfna) system on an unknown date. Post-operatively the distal interlocking screw broke. The broken screw was not the reason for the revision. The nail was removed but the broken screw was retained in the patient. The patient was converted to a total hip replacement. It is unknown if there was surgical delay. Patient outcome was unknown. Concomitant devices: tfna blade (part 04.038.310, lot h562677, quantity 1); tfna nail (part 04.037.264, lot h104787, quantity 1). This report is for an unknown screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Patient weight provided for reporting. This report is for an unknown screws: locking: trauma /unknown lot. Part and lot number are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 04/04/2019: concomitant devices: tfna helical blade (part # 04.038.310s, lot #h562677, quantity 1), titanium (ti) cannulated tfna (04.037.264s, lot # h104787, quantity 1). Update ip to - unk - screws: locking: trauma. Patient weight: reported as: 291 lbs.